Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an unknown mentor saline prosthesis was leaking from the valve prior to a procedure. There was no known patient contact or patient consequences. No additional event details are available at this time. If additional event details become available in the future, then a supplemental report will be submitted.